Event description:
The customer reported to olympus the halogen light source equipment repeatedly ¿blows the lamps. ¿there was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that the lamp was removed from the device. It was further observed that the device showed no errors and the voltage on the lamp socket was within the specified range. Upon further inspection, it was observed that the foot was loosened due to wear and tear damage with mishandling over time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. However, it is likely, that the event occurred, due to wear and tear damage with customer mishandling and with increasing use/time. Olympus will continue to monitor field performance for this device.